Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/27/2020 h.6. Investigation: three photos and four samples were received by our quality team for evaluation. Three samples were from the reported batch 9353620 and one sample from the non-reported batch 9237972. From the returned samples, no abnormalities were observed on the stopper and after pulling out the plunger, there was no residue on the syringe. Therefore, the team was not able to confirm the customer experience or determine a root cause. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. See h.10.

Event description:
It was reported that 4 bd 1ml tuberculin syringe slip tips experienced defective/damaged stoppers and liquid/moisture droplets in the syringes. Product defects were noted prior to use. The following information was provided by the initial reporter: opened new box of tuberculin syringes. Noticed bungs were misshaped. When bungs were "pulled out" they left an oily residue on the clinicians finger. These syringes are used by pharmacy in their production unit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd 1 ml tuberculin syringe slip tips experienced defective/damaged stoppers and liquid/moisture droplets in the syringes. Product defects were noted prior to use. The following information was provided by the initial reporter: opened new box of tuberculin syringes. Noticed bungs were misshaped. When bungs were "pulled out" they left an oily residue on the clinicians finger. These syringes are used by pharmacy in their production unit.